Event description:
A system error (se) 2367 alarm was identified in the log of a returned homechoice device. The system error occurred on (B)(6) 2011 at 15:13:47. It is unknown if this alarm occurred during patient therapy; however, no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed hc return instrument test/evaluation (rite) electrical test but failed rite functional test due to heater bag temp test failed performance spec. The assignable cause for the rite failure of heater bag temp test failed performance spec was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.